Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic with backup vvi operation observed on the pulse generator; it was noted that the patient received pocket stimulation from the device. A device software download was performed successfully. The patient¿s condition was stable.